Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed no discrepancies found. The distributor ((B)(4)) performed a visual inspection and noted that the impactor failed as a result of weld failure caused by fatigue loading of the weld joint due to repeated impacts. No further investigation required. Complaint information was provided by (B)(4). Not returned to greatbatch.

Event description:
It was reported during an unknown patient procedure that the inner joint broke as cup was impacted. No adverse events reported.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.